Manufacturer narrative:
Complaint is not confirmed. The reported failures could not be reproduced. One unpackaged ar-6480 dualwave arthroscopy fluid management system sn: (B)(6) was returned for investigation. Visual evaluation noted regular signs of wear. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The machine did not start on its own. Upon letting the pump run for 106 minutes, the pump was stopped and waited for a few minutes, looking for the machine to start without actuation. After several attempts, the reported failure could not be reproduced. A clamp test was performed as a safety check to ensure the sensor system works appropriately. After the air had been purged from the tubing, the clamp was closed at the patient end of the tubing. The machine triggered an alarm, and the inflow rollers stopped. This is the expected behavior. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 90, respectively. This is the expected result. A pressure fault test was performed to determine if the device triggered an alarm when the inlet tubing was removed from fluid (water). The device triggered an alarm, and the inflow rollers stopped. The device is working as expected. No problem found.

Event description:
It was reported that during a knee surgery the device started pumping without actuation and the pressure increased up to 1000 mb. According to the surgeon, no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, (B)(6) 2023 according to the ar-6480 a tube (without device no. And batch) was sent in.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.